Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown breast surgery with unknown breast implants which the report indicated capsular contracture , unknown baker grade, after implantation. There is no information in regard to which side has the issue, therefore mentor reports both sides in this report.. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.